Manufacturer narrative:
(B)(4).

Event description:
Patient got her implant 2 days ago and thought she could run some errands today. When she was driving, she experienced intense pain and felt like she was leaking but she was able to control it. She was resting now and feeling better. Symptoms reported were pain and felt like she was leaking . Event date was (B)(6) 2016. Additional information received from the patient reports patient described that she had sharp pain vaginally. Patient had already lowered stimulation to the point that she doesn't really feel the stimulation but continues to feel the pain. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.